Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: always remove all bubbles when drawing insulin into syringe; always hold the pump with the white insulin fill port pointed up when filling cartridge; and always ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that an occlusion alarm occurred. Customer reported using apidra insulin. Tandem customer technical support informed customer that apidra is off label per the user guide. The customer's blood glucose level was 267 mg/dl. Reportedly, customer is not performing air removal steps. Tandem technical support informed customer that not performing air removal step is off label per the tandem user guide. The customer changed supplies and resumed insulin therapy prior to calling, therefore no troubleshooting was performed.

Event description:
It was reported that an occlusion alarm occurred. Customer reported using apidra insulin. Tandem customer technical support informed customer that apidra is off label per the user guide. The customer's blood glucose level was 267 mg/dl. Reportedly, customer is not performing air removal steps. Tandem technical support informed customer that not performing air removal step is off label per the tandem user guide. The customer changed supplies and resumed insulin therapy prior to calling, therefore no troubleshooting was performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: always remove all bubbles when drawing insulin into syringe; always hold the pump with the white insulin fill port pointed up when filling cartridge; and always ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.